Event description:
The customer reported that ECG values were not zero and numerics were still being displayed after a pt death occurred.

Manufacturer narrative:
(B)(4). A follow up report will be submitted after philips obtains more info concerning this event.